Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. The doctor stated it appears lead tip in a different position. The lead was repositioned and remains in use. It was also reported there was non-capture observed on second day post implant of the left ventricular (lv) lead. It was noted there was dislodgement or placement difficulty. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).